Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of pump stops. Based on previous complaint history, these events appear consistent with a potential driveline issue. The submitted log file contains approximately 14 hours of data beginning on day 218, hour 15, minute 0 per the timestamp. Several pump stops and low speed hazard/advisory events were observed throughout the duration of the log file. These events only occurred while the system controller was connected to a power module; however, it was reported that the patient was utilizing an ungrounded patient cable. Elevations in pump power up to 30.6 w were observed during some of these events, and low flow hazard events were observed during some of these events, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Multiple requests for the product return status have been issued to the customer; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. Heartmate ii lvas IFU, document, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas operating manual, and heartmate ii lvas patient handbook, were available at the date of implant. Both of these documents outline all epc controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Inspection of the protective wrap surrounding the driveline that leads to the motor capsule appeared cracked and broken. Additionally, corrosion was noted surrounding the phase 2 electrical pin on the motor capsule.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified breaches in the insulation of the brown wire; however, a specific cause for the report of pump stops while connected to an ungrounded patient cable, which was confirmed through the evaluation of the submitted log file, could not be conclusively determined through the evaluation of the returned portions of the driveline. Based on previous complaint history, these events appear consistent with a potential driveline issue. The submitted system controller log file contains approximately 14 hours of data beginning on day 218, hour 15, minute 0 per the timestamp. Several pump stops and low speed hazard/advisory events were observed throughout the duration of the log file. These events occurred while the system controller was connected to both a power module and battery power, and it was reported that the patient was utilizing an ungrounded patient cable. Elevations in pump power up to 30.6 w were observed during some of these events, and low flow hazard events were observed during some of these events, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. It was reported that the patient underwent an hm ii to hm 3 pump exchange on (B)(6) 2020. (B)(6) was returned assembled with the driveline severed approximately 6¿ from the pump housing. A distal segment of the driveline measuring approximately 28.5¿ was also returned, and the remainder of the driveline was not returned. Minor metal braided shield breakdown was observed along the length of the returned portions of the driveline, with more severe breakdown observed adjacent to the controller connector and approximately 2.5¿ and 18¿ from the controller connector. Visual inspection of the underlying wires revealed a breach in the insulation of the brown wire approximately 26.5¿ from the controller connector, exposing the inner conductors. In addition, hipot testing of the driveline revealed an additional breach in the insulation of the brown wire adjacent to the controller connector. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. No additional breaches were discovered through microscopic inspection or hipot testing. If the exposed conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused pump stops or low speed events; however, a specific cause for the observed pump stops on an ungrounded patient cable and battery power could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Clamshell repair covered under MFR # 0002916596-2014-01080. Rescue taped driveline, ungrounded pm patient cable use and driveline repair covered under MFR # 2916596-2017-03323. Pump stoppages after the driveline was repaired covered under MFR # 2916596-2019-02148 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2020. Patient had a history of pump stops. Patient had an external percutaneous (perc) lead repair before. Epc controller had been changed. There was talk of changing him to a pocket controller if pump stops occur again. Patient was becoming symptomatic with pump stops: lightheaded/fatigue. Per technical (tech) service, the log file contained multiple low speed, low flow, and pump stop alarms while connected to the power module. Per conversation, the patient is currently was on an ungrounded cable. Pump stoppages like these were associated with a phase to phase short (multiple wire fracture). The cause for low speed, low flow, and pump stop alarms was identified to be an internal phase to phase. The patient was reported to be asymptomatic. Patient remained inpatient. Patient was scheduled for a pump exchange on (B)(6) 2020.

Event description:
On (B)(6) 2020, it was reported through patient product exchange that the patient underwent pump exchange on (B)(6) 2020, from heartmate ii to heartmate 3.

Manufacturer narrative:
Section b5: additional info.

Event description:
Patient experienced pump stops and red heart alarm. Pump exchange was completed.